Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance since activation due to ossification in cochlea resulting in loss of benefit. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another device during the same surgery.